Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and it's unknown whether a trend arrow was noted on the device.. The customer experienced sweating, blurred vision, and dizziness. The customer was able to self-treat with glucose tablets and a mars bar. There was no report of death or permanent impairment associated with this event. Sensor scan results of 27 mmol/l and 27 mmol/l were obtained and compared to libre scan results of 6 mmol/l and 11 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was eight days. It is unknown when these readings were obtained in relation to the reported adverse event.